Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Patient would be followed up in one month.

Event description:
It was reported that the lead perforated the patient. The lead remained implanted. The patient is scheduled to return in one month for follow up.